Event description:
It was reported that while the patient was asleep, the cannula dislodged. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No investigation or root cause analysis could be conducted given that no complaint sample was returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).